Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27mm navitor vison valve was chosen for implant using transcatheter aortic valve implantation (tavi) procedure large flexnav delivery system. The length of the membranous septum was 8.0mm. The patient had a left bundle branch block (lbbb) post tavi navitor vision implant. The patient being evaluated for permanent pacemaker. On (B)(6) 2025, it was reported that the patient received a permanent pacemaker. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
It was reported that the patient had a left bundle branch block (lbbb) post tavi navitor vision implant. Also reported that the patient received a permanent pacemaker. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.